Event description:
The customer reported being hospitalized due to high blood glucose of 299mg/dl. It was stated that the events leading to her admission was vomiting and ketones. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. The customer stated that the insulin pump was dropped and the liquid crystal screen was scratched. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specs.